Event description:
The customer states that a pt tested in th past and found to be toxo igm negative is now generating an axsym toxo igm assay (reagent lot 19765m200) result of positive with an index value of 0.65. A stored sample drawn two months earlier that tested with an index of 0.46 (negative), was retested with the current reagent lot and generated a positive index value of 0.67. The customer also noted that control values have also shifted higher, but have remained within specifications. There is no impact to pt management reported.